Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged downstream occlusion(dso)sensor and upstream occlusion sensor (uso). This was determined to be a reportable issue. The downstream occlusion(dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to a damaged rear case and double beeping. During physical inspection, damaged downstream occlusion (dso) and upstream occlusion (uso) sensors were identified. The event occurred during testing.